Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient dislocated their hip on the floor after she had a hip revision. Surgeon retroverted restoration cone body and also lengthened hip to add stability.